Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation results and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported event of no serial digital interface (sdi) output was confirmed. The digital output connector of the output board was damaged with no sdi output. In addition, the software was obsolete and an updated version was recommended. The probable cause of no image output is related to the connector and cable of the image output board short-circuited. After replacing the board, the phenomenon was improved and the functions were operating as normal. Therefore, it is possible that the board failed. The presume cause of the board failure is due to an inadvertent short circuit. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned there was a broken serial digital interface (sdi) connector from the video processor output to the monitor. The connector was damaged on the monitor and the customer sought out to confirm the processor was outputting the proper sdi signal. Both outputs on the processor and monitor was attempted ineffectively. The same monitor was used with a different cv-190 with successful results. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has no serial digital interface output. There was no patient involvement, no harm or user injury reported due to the event.